Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-balloon aortic valvuloplasty (bav) was performed. The valve was implanted at a depth of 4 mm on the non-coronary cusp and 5 mm on the left coronary cusp resulting in severe paravalvular leak (pvl). Two bav were performed and reduced the pvl to moderate. A second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to mild. No additional adverse patient effects were reported.